Manufacturer narrative:
Bci field service engineer (fse) visited on (B)(4) 2011 and performed the following: no leak found, cap piercer disabled. System to be removed next week on tuesday.

Event description:
Customer contacted beckman coulter, inc., to report fluid coming under the cap piercer. The leaking hardware may cause incorrect results or operator exposure to chemicals or boiohazards upon recurrence. No injury or impact to patient.